Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2022 during which the lead was taken out, wiped off, an reimplanted, resolving the issue. It is unknown which lead was revised.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2021-06498. It was reported that the patient was unable to set their ipg to MRI mode due to low impedances. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.